Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by periumbilical abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal kefzol 1 g daily and intraperitoneal mirocef 1.5 g daily for peritonitis. Pd therapy remained ongoing as it was reported the antibiotic therapy was infused via intraperitoneal route. Six days after the event onset, kefzol and mirocef were discontinued; the patient was discharged from the hospital and recovered that same day. No additional information is available.